Manufacturer narrative:
(B)(4). (B)(6). (B)(4).

Event description:
According to the reporter, during a paraesophageal hernia procedure the needle of the device broke.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The event report alleges the product was used in a surgical procedure. A broken needle was received loaded onto the device. Upon removal of the broken needle, no difficulty was experienced in loading, unloading, or toggling the needle. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the bent needle may occur when the needle is not loaded properly or when the needle is forced into an obstacle. This condition may also occur if excess pressure is exerted on the needle or the attached suture while the jaws are in the open position. In these situations, the needle may flex and ultimately break. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
There was no unanticipated tissue loss. There was no irreversible tissue damage. There was no unanticipated extension of the incision by more than one inch. There was no unanticipated blood loss of 500 cc's or more. There was no delay in surgical time of more than 30 minutes. No device fragment fell into the patient cavity. No device fragment was left in the patient cavity. To correct the condition a new endostitch was used.